Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2014, product type lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 21-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt reported that they have been in pain for 25 years, but the pain has become more severe and this started a year ago. Pt said that they had a doctor's visit and had a myelogram done two weeks ago because they were having so much trouble and they discovered at that time that their paddle moved.